Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced an unknown low blood glucose and passed out associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services. It was reported that the patient's healthcare provider made recent changes to their basal rate and the patient did not eat causing the low bg. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.